Event description:
In 2005 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that his one touch ultra meter and prompting the error 4 message. The senior med affairs spec mailed a letter since the pt could not be reached by telephone. The pt was described as feeling dizzy during the time of concern. He had tested on another one touch ultra meter and obtained a 300 mg/dl. Insulin was admin following the use of the other meter. Approx 1 hr following the 300 mg/dl, the pt was tested on a hosp meter and a result of 280 mg/dl was obtained. He was admin treatment intranenously. No further info relating to the incident was provided. The customer care advocate (cca) confirmed that the approximate room temperature where testing was performed was normal, the correct technique was used to test, and the test strips were in good condition. The cca walked the reporter through two consecutive retests with two separate lots and the meter continued to prompt the error 4 message. The reporter did not have the meter or testing supplies at the time of the call. Therefore, no troubleshooting was performed. The meter, test strips, and control solution were replaced. Although the meter was prompting the error 4 message, the pt was able to test with a different meter during the time of concern. The result obtained on the other meter was consistent with the self-treatment, hosp meter result, and the treatment received.